Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 16-sep-2019. Quality safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of me insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information. There is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and rheumatoid arthritis ('rheumatoid arthritis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive from 2003 to (B)(6) 2007. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2016 and paracetamol (tylenol) since (B)(6) 2016 to 2017. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines / headaches"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 3 months after insertion of essure. In (B)(6) 2010, the patient experienced feeling abnormal ("brain fog/fogginess"), memory impairment ("forgetfulness, memory issues") and mood swings ("mood swings"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and vitiligo ("vitiligo"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), prolonged heavy periods ("longer and heavier periods with tons of clotting,menorrhagia"), libido decreased ("low sex drive"), urinary incontinence ("weaker bladder"), arthralgia ("joint pain (wrist and fingers)"), headache ("severe headaches"), hypovitaminosis ("vitamin deficiencies"), palpitations ("palpitations"), visual impairment ("vision changes"), fatigue ("chronic fatigue,fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and wisdom tooth extracted. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, prolonged heavy periods, mood swings, weight increased, dysmenorrhoea, abdominal pain, back pain, vitiligo, migraine, vaginal haemorrhage and menorrhagia had resolved and the rheumatoid arthritis, libido decreased, urinary incontinence, arthralgia, headache, feeling abnormal, memory impairment, hypovitaminosis, palpitations, visual impairment, fatigue, dermatitis allergic, alopecia, tooth disorder and amnesia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, fatigue, feeling abnormal, headache, hypovitaminosis, libido decreased, memory impairment, menorrhagia, migraine, mood swings, palpitations, pelvic pain, rheumatoid arthritis, tooth disorder, urinary incontinence, vaginal haemorrhage, visual impairment, vitiligo, weight increased and prolonged heavy periods to be related to essure. The reporter commented: insertion date discrepancy: (B)(6) 2007, (B)(6) 2007. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Quality safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of me insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information. There is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 3 and 4 processed together. Pfs received : case was updated from other event to incident. Following events were added : dysmenorrhea (cramping), pain pelvic, abdominal pain, back pain, allergy: rash/skin condition, vitiligo, hair loss, migraines, hormonal changes. On (B)(6) 2019: fu 3 and 4 processed together. Pfs received. Reporter information updated. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rheumatoid arthritis, dental problems were added. Outcome for previously reported events: migraines / headaches, pain pelvic, weight gain, vitiligo, mood swings was updated to recovered / resolved. Concomitant drugs, historical drug were added. Lab data was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.